Event description:
Pt implanted at l2 - s2 with pangea and uss construct on an unk date. Pt complained of post-op pain. Reportedly, surgeon suspected a possible non-union at l5 - s1 and returned pt to operating room on (B)(6) 2012, for removal and revision. Surgeon cut the rods and removed all hardware at s1 - s2. All hardware at l2 - l5 was left intact. Surgeon removed part of two rods. Two pangea screws were removed along with two caps from s1 and two uss screws, two collars, and two nuts from s2. Pt was revised to matrix construct from s1 - ilium. During revision, the head broke off one of the matrix screws while trying to seat the rod. Surgeon removed the broken screw and head and replaced with another screw, then seated rod and cap with no further problem. This is the fourth of 13 reports submitted on this event.

Manufacturer narrative:
Investigation is on-going; no conclusion could be drawn as no device was returned or part number or lot number provided.